Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a continued issue with air bubbles in the system despite changing the cartridge and infusion set multiple times. The reporter insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: there was no activity related to the complaint in the black box or pump history. The pump was exercised for 24 hours with no bubble forming in the test cartridge. The original complaint could not be duplicated or confirmed. (B)(4).